Event description:
It was reported that there was a system failure of the primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the top and bottom cases of the device in good condition; however, the plunger head flippers were jammed when actuated and visible contamination was present. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated as such the investigation was unable to determine the cause the intermittent error. No external damage or contamination was found with the interconnect board or the speaker. No corrective actions were needed; however the speaker was replaced as preventive measure. The root cause of reported problem was unknown a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Corrected data: corrections: h4: mfg. Date. 13-nov-2019; model number: d4: 4000.